Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedance. Fluoroscopic image revealed the lead was dislodged. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal lead characteristics.